Event description:
It was reported that after placement of the hemosplit hemodialysis catheter expended leges, a crack was observed on one of the lumens and fluid leak was noted additionally. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm d/l hemosplit catheter was returned for sample evaluation. Along with return sample one video and one photo were provided for the review. Gross, leak was noted in video review. Visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted on the catheter. C-shaped split was noted on the center portion of the extension leg. During function testing dye water was infused to the red luer and a leak was noted from the split. Therefore, the investigation is confirmed for identified split and reported leak issue. However, the investigation is unconfirmed for the reported fracture issue as appropriate catheter split was identified based on sample evaluations. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the hemosplit hemodialysis catheter expended leges, a crack was observed on one of the lumens and fluid leak was noted additionally. There was no reported patient injury.